Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-26761. It was reported the patient is no longer receiving stimulation in her back. The patient underwent surgical intervention to reposition the leads and re-anchor them. The leads had migrated downward.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.